Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a burnt trace on the graphical user interface (gui) printed circuit board (pcb). The se replaced the gui pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator had a blank display when powered on. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.